Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer's representative reported that their implantable neurostimulator (ins) was tilted a bit at the bottom but the top edge of the device could be felt really well (it was unsure when the ins became tilted). The patient did use a recharging belt. In addition, it was reported that the recharger antenna was damaged. The indications for use for the implanted device were noted as cervical pain and spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.